Manufacturer narrative:
Device analysis: visual analysis of the photographs a device appears to be broken, however, as the photograph shows inside the peel pouch packaging, it cannot be determined if it is complete, labeled as left side. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.